Event description:
It was reported the patient experienced withdrawal. It was noted ¿about this time last year¿ the patient had a terrible flu or virus, but because the patient was hard of hearing someone ¿gave me the wrong fill date¿ and the patient was in the emergency room (ER) with elevated blood pressure. It was further reported ¿they thought I was having a stroke¿ and the patient was in withdrawal for three days. It was reported this happened because the patient could not hear her alarm beeping. It was also reported they tried to turn the alarm up in the office, but the patient was really hard of hearing so ¿I could not hear it and I got a virus and it took my hearing and the kind that I have won¿t be helped by a hearing aid.¿ the patient was going to get a stethoscope and check her pump a few times a day. It was unknown what drug the pump was being used to deliver. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).